Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system log, the 23008 error was found, indicating a fault on the yaw searchlight assembly, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was aba tested and verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the yaw searchlight pca.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 4 repeatedly faulted, and the system could not finish homing. The site power cycled the system but the issue persisted. The site did not have another system available. The caller stated that they were going to confer with the surgeon to see how they would proceed. There were no reports of patient involvement.

Manufacturer narrative:
Intuitive followed up and confirmed that the robotic case was done open.

Event description:
Refer to h11 for follow-up information.